Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate that the ventricle was injured by the guidewire (device manipulation) while the bav was on it. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards asian affiliate, after valvuloplasty was performed, the physician planned to deploy the valve, but suddenly the blood pressure dropped to 30-40 mmhg. A tee was performed and revealed a cardiac tamponade. Urgently, a 23 mm sapien 3 valve was implanted, but the blood pressure did not improve. A pericardiocentesis was done to remove 200-300 ml of blood. Blood pressure recovered to 130-160 mmhg. A sternotomy was performed and it was observed that the blood was coming from the inferior part of the apex. As per medical opinion, the left ventricular injury was due to the guidewire, induced by the bav. The patient is stable, although still has a bleeding risk, therefore was transferred to the critical care unit for monitoring.